Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient changed infusion site in the morning of this report. The patient had breakfast, got bolus not delivered and accidentally broke the tubing close to the site while checking the site when he had the bolus alert, inserted a new one and it worked. The site location was at the abdomen area below the waist and the pump was in the left pocket. The infusion was being used for one day. Reportedly, the infusions were stored in the bedroom and not exposed to any extreme temperature. The pump was not dropped with the set connected to the patient's body. No further information available.